Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she inserted a tampon on (B)(6) 2014 and only half of it appeared to come out upon removal. On (B)(6) 2014, she went to the bathroom and the other half of the tampon was expelled. She later experienced slight pelvic pain and nausea. On (B)(6) 2014, she visited her physician and there were no remaining pieces. She is still experiencing cramping, but feels better.

Manufacturer narrative:
Device history record is under review. A visual inspection of 5 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.